Manufacturer narrative:
The device remains implanted. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-pt use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch has been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
It was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced, pelvic pain secondary to vaginal mesh requiring vaginal mesh removal, severe dyspareunia, postoperative anemia requiring blood transfusions, fecal incontinence, myofascial tightness of the thighs, pelvic floor muscle spasm and pain, inability to tolerate vaginal insertion, urinary incontinence during sexual intercourse, urinary tract infection, inability to sit on hard surfaces, incomplete evacuation and post infectious motility disorder, incomplete bladder emptying, and depression.